Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes.

Event description:
It was reported that there was a general complaint of under infusion of secondary medication due to clinician programming. Additional volume was observed in the bag following the completion of the infusion that was not administered to the patient. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown. Although requested, no specific event details were provided by the customer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint of under infusion of secondary medication due to clinician programming. Additional volume was observed in the bag following the completion of the infusion that was not administered to the patient. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown. Although requested, no specific event details were provided by the customer.